Event description:
Patient had a robotic assisted laparoscopic prostatectomy. During procedure the 8mm da vinci robotic maryland bipolar arm instrument was in use when the cable broke. The instrument was removed from the patient with verification that no pieces were retained. Instrument was removed from the field and replaced.